Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
The investigation of the complaint regarding the vent failing the flow transducer sub-test during the pre-use checks has been completed. No goods or device logs were returned/received. During service, it was discovered by our field service engineer that the expiratory cassette was set. After replacement, pre-use checks passed. The expiratory cassette was concluded as not having been sufficiently dried before use. As described in the service manual, a failed flow transducer sub-test during pre-use checks may be due to water collected inside the cassette. These faults will then disappear when the expiratory cassette has been sufficiently dried. The expiratory cassette is a measuring device. If a similar event occurs during ventilation, it will not affect the on-going ventilation. Our conclusion in this matter is that the failing flow transducer sub-test during pre-use checks was caused by water collected in the expiratory cassette.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).